Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant with a large flexnav delivery system. The patient's baseline rhythm was atrial fibrillation. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth of the valve was 5mm. After implant, the patient experienced bradycardia with heart rate at 45-50 beats per min (bpm). The venous sheath was still left in the patient anatomy for safety until the rhythm was initially checked. The patient received a permanent pacemaker the next day after procedure on 29 february 2024 and the venous sheath was removed. No additional hospitalization was required to monitored the rhythm. The patient status was reported as discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of bradycardia post-implant was reported. It was also reported that the patient received a permanent pacemaker the next day after procedure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.